Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that motor error was occurred after delivering bolus. Blood glucose was unknown. The insulin pump was showing rewind and off after pressing any button. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.